Manufacturer narrative:
Electrical testing did not reveal any indication of conductor fracture or internal shorts. Visual inspection found the outer insulation twisted throughout the lead body. X-ray examination found the inner coil to be over-torqued at the connector region. These damages found are consistent with those occurring at the time of attempted implant. The results of the investigation concluded the analysis of the device was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implantation procedure, high impedance and sensing threshold values were observed. The lead was replaced and the patient was in stable condition.